Event description:
The pt reported that the audio bolus button has been intermittently responding and is sticking which is causing boluses to cancel. The pt reviewed the pump history, which confirmed cancelled boluses. The reporter denies damage to the other buttons on keypad.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.